Event description:
It was reported that the alarm did not sound although the medicine had run out. There was patient involvement, no injury was reported.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was no anomaly. The device was visually inspected. A functional test was performed and the reported issue was not duplicated. The cause of the reported issue was unknown. As a result, the device was returned to the customer, and no repairs were made. The service history review had no indication that the complaint was related to a service of the device within the review period.